Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed patient ((B)(6)) revised due to recurrent dislocation; component revised - 'socket'. No other information is available other than what is being reported".